Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2012, the chest site where the implantable neurostimulator (ins) was implanted had a wound pus discharge. It was noted that the health care professional (hcp) explanted the product in (B)(6) 2010 and then the wound could be closed up but the patient felt pain. Additional information received reported that it was unknown if a culture was done and the results were unknown. It was noted that the exact explant date was unobtainable. It was noted that it the further actions were unobtainable and the outcome of the patient was unobtainable.